Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the instructions for use as a known patient effect of coronary stenting procedures. It is possible the reported difficulties resulted in the reported perforation, however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure as a non-abbott covered stent was implanted, resolving the event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: xience sierra stent; dragonfly optis catheter; guide catheter: 6f. The device was discarded. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The xience sierra is filed under a separate medwatch report.

Event description:
It was reported that this was a percutaneous intervention treating the left circumflex (cx) and ramus coronary artery. The patient presented with long multiple lesions and in-stent restenosis. Following pre-dilatation, a xience sierra stent was implanted in the ramus, without reported issues. Per imaging, stent underexpansion was noted and additional dilatation was performed. Following, a dragonfly optis catheter was advanced. To place the lens more distal, a balance middleweight universal ii (bmw) guidewire advanced into the vessel and a ramus perforation occurred. Per physician, the perforation was due to the bmw guide wire. As treatment, a non-abbott covered stent was implanted, resolving the event. The patient had no associated symptoms. No additional information was provided regarding this issue.